Event description:
It was reported, the patient had the first battery that had to be replaced because, it was ¿not working so good.¿ the patient was unsure why the implantable neurostimulator (ins) was replaced. It was not replaced due to normal battery depletion. The patient had to have another ¿line¿ added. It was clarified that the patient had another lead implanted.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377645, lot# v010917, implanted: 2006 (B)(6); product type lead product ID 355029, lot# n092748, implanted: 2006 (B)(6); product type accessory product ID 37752, lot# serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptoms reduction. The component involved in the reported event was the implantable neurostimulator (ins). The patient developed electric shocks rather than stimulation. Reprogramming was done. The generator was replaced and placed new lead. The cause of the event was not determined, and was unknown if it was device related. The patient recovered without permanent impairment. The patient had not been seen in clinic since post op visit was doing well at that time, print out not available.

Manufacturer narrative:
(B)(4).